Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, the user reported elevated blood glucose (bg) levels after a large dinner and a recent supply change. Initial troubleshooting showed no insulin leaks and proper flow through the tubing. When bg continued to rise to 400 mg/dl, the user discovered a bent cannula and replaced the infusion set. Follow-up confirmed bg was trending down to 364 mg/dl, and a second site change was completed as a precaution. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected through a supply change. The user's reported symptoms included stress, hot flashes, and mild right-side pain. No medical intervention was reported at the time of call.